Event description:
It was reported to philips that the system's c-arm was unable to perform rotations. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the neurovascular emergency treatment was completed with a delay less than 20 minutes and is completed by moving the patients to another room. A philips remote service engineer (rse) analysed the system log file and found the beam propeller position limit violation. A field service engineer (fse) went onsite and restarted the system but still issue persisted, the fse replaced and returned the potentiometer assy of propeller movement to philips for further analysis. Supplier analysis could not conclusively determine the cause of the potentiometer failure; however, replacing the potentiometer assembly resolved the reported issue and restored system functionality. The system was returned to service in good working order. The codes have been updated based on the investigation's outcome.